Event description:
On (B)(6) 2011, the pt was implanted with two conformable gore tag thoracic endoprostheses to treat a chronic type b dissection with multiple penetrating ulcers. A tri-lobe balloon was used to iron out the device. On (B)(6) 2012, the pt presented with angina. On (B)(6) 2012, the pt underwent a f/u computed tomography angiography that revealed a type b dissection proximal to the tag devices. The pt refused further treatment.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device: 9557383/tgu373720. Conclusion - according to the conformable gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of isolated lesions (not including dissections) of the descending thoracic aorta. The safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pt etiologies with acute and chronic dissections, and penetrating ulcers. Do not use the gore tri-lobe balloon catheter in pts with a history of aortic dissection.